Manufacturer narrative:
H11: the device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of two (2) minicap extended life pd transfer sets were unable to close. This was observed prior to use of the device for peritoneal dialysis (pd) therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: two (2) samples were received for evaluation. A visual inspection with the naked eye did not observe any issues on sample one (1), however, the twist clamp was not fully aligned to the notch of the main body on sample two (2). Functional testing including leak and clear passage tests were performed with no issues noted. The clamp function test found no issues on sample 1 and for sample 2, there was no internal leak through the closed clamp; however, the detent of the twist clamp would not fully align with the notch of the main body. Torque engagement test of sample 1 had no issues and an accurate torque engagement test on sample 2 could not be done because the twist clamp did not fully engage. The reported condition was not verified on sample 1, however, the condition was verified on sample 2. The cause of the condition was determined to be a manufacturing related issue during the milling process. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.